Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore it does not have a 501k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not available for evaluation, so the reported problem could not be confirmed and no root cause could be determined.

Event description:
A representative from (B)(6) hospital reported to baxter (B)(4) that as an accusol bag was being reconstituted for use, the blue spike fell out of the connection flange. There was no patient involvement. There was no patient injury or medical intervention reported.